Event description:
It was reported that stent balloon rupture occurred. The target lesion was located in the mildly tortuous posterior descending artery. A 2.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during inflation at 16 atmospheres, the balloon ruptured. The procedure was completed and there were no patient complications nor injuries reported.